Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Medsun summary review states: "during a procedure in or, cardiologist attempted to use perclose to close arteriotomy. It was unsuccessful and pt bled. Attempt was made to cover from the contralateral side the r femoral artery with a covered vioban stent which did not completely seal the bleeding and a larger stent was attempted to be placed. Unfortunately because of the tortuosity of the vessel, the stent graft deployed on the l side, in fact, was extending through the arteriotomy, not quite outside the pt. Pt was bleeding without pressure being held. Vascular surgeon called emergently to help stop bleeding and repair artery. A l common femoral endarterectomy with bovine pericardium patch closure was performed." No additional information provided.